Event description:
During routine testing of the device, the user reported that the occlusion ring was chipped. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.